Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing nine occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: it was reported while attempting to fill a new syringe with insulin the consumer experienced an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the consumer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them. Event description states: description of issue: customer reported while attempting to fill a new syringe with insulin they are experiencing an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the customer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them. Number of occurrences: 9. Item number 3 ml syringe ¿ 309657. Product lot number: 8290711.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing nine occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: it was reported while attempting to fill a new syringe with insulin the consumer experienced an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the consumer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them. Event description states: description of issue: customer reported while attempting to fill a new syringe with insulin they are experiencing an issue where once the needle is attached to the syringe, it will not allow them to draw a full 3ml but will have resistance and push the plunger back down by itself. While experiencing this issue the customer attempted to use a needle they were able to draw some insulin into and attempted to fill a cartridge with this problematic syringe but when they inserted it into the cartridge fill port all the insulin shot back out at them. Number of occurrences: 9. Item number: 3 ml syringe ¿ 309657. Product lot number: 8290711.